Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected restart alarm and another insulin pump error. Customer¿s blood glucose was 9.1 mmol/l. Customer stated that insulin pump had low battery alert and again alarmed unexpected restart after troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.